Event description:
It was reported to gyrusacmi that during a laparoscopic hysterectomy, the surgeon noticed that the pks omni device was not cutting the tissue when activated, instead it was tearing the tissue. The procedure was delayed by 30 minutes. No patient injury reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.